Event description:
While withdrawing the balloon through the 7f sheath, it was reported that it became stuck. While attempting to remove it, the balloon separated from the delivery system. All pieces remained in the sheath and were removed. There was no reported pt injury. Multiple attempts have been made to gather additional info. However, no additional info regarding pt, lesion or procedural characteristics regarding this event has been provided. A review of the device history records associated with this final lot and its pertinent subassemblies presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of info available and without the return of the product for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event.